Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 1-feb-2023, the product investigation was completed. It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported that the valve was physically broken. The sheath has not yet been inserted into the body. No patient consequences were reported. Device evaluation details: visual analysis revealed that the brim cap, hemostatic valve and silicone ring were detached from the hub. A microscopic examination was performed, and presence of adhesive on the brim cap was confirmed, all the components were placed in the correct order, aside from the detachment of the components no other anomalies were found, the root cause of this issue could not be determined but it could be related to use of excessive force while manipulating the device, however, this could not be conclusively determined. It was concluded that the brim cap separation could be related to the issue reported by the customer. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. A device history record evaluation was performed for the finished device number (B)(6) and no internal action was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported that the valve was physically broken. The sheath has not yet been inserted into the body. No patient consequences were reported. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
(B)(6) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4)